Event description:
Philips received a complaint by the customer on the v60 indicating that the device is on internal battery when plugged into an outlet. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation ongoing.

Manufacturer narrative:
It was confirmed that there was no patient involvement at the time the issue was discovered. Per good faith effort, it was confirmed by the biomedical engineer technician, that the issue was the v60 only runs on battery power even when plugged into an outlet. He plugged in the v60 into a working outlet and verified the a/c power icon was present when he turned on the unit. Also, ensure the message ¿on battery power¿ was not present when turned on. It was determined that there was no problem found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.